Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they had experienced high blood glucose over 400 mg/dl due to tubing of the infusion set getting stuck under the belt clip. Customer declined troubleshooting for high blood glucose. The insulin pump is not returning for analysis.